Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourettes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via patient regarding their implantable neurostimulator (ins) for other and movement disorders. It was reported the patient couldn't communicate with either the patient programmer or the insr (recharger). They saw a reposition screen, 8840-retry no communication. The patient was not feeling stimulation. The last successful recharge was 4-5 weeks ago. The caller was not alleging a overdischarge. The reason the recharging was not maintained was due to issues with recharging. The patient noticed the battery was getting low but didn't get to it right away. When they did, they kept getting the reposition antenna screen and couldn't charge the ins. The first al attempt they were seeing 84/82-84; the second time they got to 90. The next troubleshooting steps were to continue recharging and clear the por as soon as the ins was 25% charged. Troubleshooting resolved the reported issue. The patient noted that they did have a return of ticks. No further complications were reported as a result of this event.